Event description:
Device malfunction: none. Symptoms/ae: left sided weakness. Time of symptoms/ae: towards end of procedure in 2006. It was reported that the pt started to experienced left sided weakness toward end of a stenting procedure of the ric. Stat neuro eval and CT done immediately post stent. CT scan showed right frontal stroke. Swallow eval done on the same day, showed impaired swallowing, g-tube placed. The event results in prolonged hospitalization, persistent or significantl disability. The patient's treatment was reported as stat CT scan and continuous monitoring. The condition is continuing and improved. No additional information was available. Capture 2 study event.

Manufacturer narrative:
The accunet embolic protection system mentioned is being filed under MFR report #3004742046-2006-00353.